Event description:
It was reported that during preparation of a MitraClip XTW, the clip continuously opened to less than ten degrees while establishing final arm angle (EFAA). Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.